Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the right atrial lead exhibited high capture threshold. The lead was repositioned successfully. The next morning during the post-operative check, the lead was found to continue to exhibit high capture threshold. The lead was then explanted and replaced and the patient was stable during and after the procedure.